Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that a patient with spastic paraplegia following a spinal cord injury underwent a 3t abdominal magnetic resonance imaging (MRI) examination in germany on (B)(6) 2026. Immediately after the imaging, nor at any later time, neither the patient nor his relatives heard a critical alarm signal. Within 12 hours after the MRI examination, the patient noticed a markedly increased tone in the lower extremities and malaise in the form of dizziness and drowsiness. The condition was pronounced for 4 days, after which the patient felt better; however, severe cramps in the lower extremities persisted. Diagnostics/troubleshooting performed included on (B)(6) 2026, the patient attended a scheduled refill of the baclofen pump, during which the pump information system was interrogated and established that the pump had stopped on the day of the MRI examination, (B)(6) 2026 at 08:52. The pump information system contained a record that a critical alarm was triggered, which the patient denied. The pump restarted at the moment of interrogation on (B)(6) 2026 at 11:50. Actions/interventions taken included the doctor adjusting (reduced) the dose by 50% in order to prevent baclofen overdose. At the examination on (B)(6) 2026, the patient was clinically unaffected and communicated normally. The patient was informed about the technical complication and the fact that the incident would be duly reported and addressed. The date of noticed of the incident was considered to be (B)(6) 2026. The issue was resolved at the time of the report. According to the image of the session report taken on (B)(6) 2026, the following alarms/alerts were seen: service code 234: warning loss of therapy: the pump stopped for 698 hour(s) and 53 minute(s). If a pump has been stopped for more than 48 hours, damage to the pump may occur. Consider additional tests to ensure the pump is functional. Contact medtronic for assistance. Service code 232: warning potential for underdose: the pump motor is currently stalled. If you continue to see this message or if an MRI has not been performed, contact medtronic for assistance. Service code 529: caution: the pump motor has stalled and recovered. This can be caused by an MRI scan. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the spastic paraplegia following a spinal cord injury was not related to or caused/contributed by the patient's pump or therapy. The pump restarted on (B)(6) 2026 when the patient was in slovenia. It was stated that the patient returned to slovenia on (B)(6) 2026.